Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. Blood glucose value not provided. The cause was not provided. Tandem technical support made multiple follow up attempts with the customer, however, no response received.